Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Functional and visual tests were performed, but the reported issue was not duplicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The cause of the reported issue was not determined as no issue was identified through testing.

Event description:
It was stated during priming the leakage occurred from the connector. It could not be connected properly when an extension from nipro corporation was attached. There was no patient involvement/no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.